Event description:
During a laparoscopic nissen procedure, a piece of the white insulation was hanging off the instrument. Another like device was used to complete the procedure. There was no pt consequence.